Event description:
The patient was to undergo a procedure to the left cx. To treat the vessel, a kissing balloon technique was being conducted with a maverick balloon catheter and a 2.5x18mm cypher stent. The cypher stent became stuck in the brite tip guide catheter. The physician retrieved the cypher from the guide catheter and found the stent to be "floating" on the balloon and it was believed that the distal end of the stent was loose on the balloon. A different product (unknown) was used to complete the procedure. There was no injury to the patient.